Event description:
Related manufacturer report number: 2017865-2022-13950; 2017865-2022-13953; 2017865-2022-13954; 2017865-2022-13955. It was reported that the patient presented at the clinic with a surgical site infection and the pacemaker was explanted. Information received notes the pacemaker was re-implanted again on a different side on (B)(6) 2022 after supposed appropriate sterilization of the device. An issue was observed with a stylet not advancing fully in the older leads during the procedure. The older atrial and ventricular leads were explanted (B)(6) 2022 and replaced. The patient died on the (B)(6) 2022 at night.